Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The receiver (part number str-gl-pnk /serial number (B)(4)/lot number 5195788), being used with the complaint transmitter, was returned on 09/01/2016. The returned receiver was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded receiver log did not confirm the reported event of an intermittent out of range. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the continuous glucose monitor displayed an intermittent antenna icon. No injury or medical intervention was reported. The complaint device has been received. A follow-up report will be submitted upon completion.